Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-mar-2026, an arthrex subsidiary employee reported via (B)(4) that after insertion, an ar-3740sp double-loaded knee fibertak suture anchor did not form loops when the doctor released the suture. A second anchor was requested but was not used as the doctor did not want to make another incision in the patient. He used it by knotting it and reinforcing it with a widow needle. The patient was not affected.